Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose was 552 mg/dl. The customer administered a manual injection to address their bg. Customer successfully loaded new infusion set and cartridge to resolve the issue.